Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralight st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per operative notes, ¿an incision was made in the left upper quadrant. The hernia sac was dissected out. A ventralight st mesh (device 1) was placed into the abdomen and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent incisional hernia; scar tissue thereby underwent laparoscopic repair with implant of ventrio st mesh (device 2) and explant of ventralight st mesh (device 1). Per operative notes, ¿a midline skin incision was made through prior incision site. Scar tissue was divided as well as in the midline. The hernia sac was removed entirely. The previously placed (device 1) had moved toward the left with formation of the hernia to the right of the mesh was also removed. A ventrio st mesh (device 2) was placed into the abdominal cavity and secured it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, expiry date, UDI), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralight st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.